Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous middle - distal of right coronary artery (rca). While performing a percutaneous coronary intervention, the guidezilla was delivered; however the device was unable to cross the lesion due to severe calcification. The physician pushed the guidezilla to make it cross the lesion; however something different than usual was felt. The guidezilla was removed from the patient. The collar part was about to be separated. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.